Event description:
When staff member entered room, pt was holding their right hand and reported catching their right ring fingernail on the wheelchair when sitting down. Minimal bleeding noted under nail bed, washed and bandaid applied.